Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# v818007, implanted: (B)(6) 2011, product type: lead; product ID 3487a-56, lot# v818007, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was dead and there was unknown battery depletion. It was noted that and explant and replacement was required. It was noted that a power-on-reset (por) was done twice. It was noted that the ins was working a week before but was overdischarged when the patient meet with the manufacturer representative. It was noted that nothing was restored at the por. It was noted that the patient was alive with no injury and there were no additional patient symptoms associated with the event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that it the clinician programmer was unable to connect to the implant and was showing a screen stating ¿updating neurostimulator.¿ the implant¿s battery was reported as being discharged. Both physician mode recharge (pmr) and antenna locate were used to try to restore the implantable neurostimulator¿s (ins) ability to charge. The antenna locate featured had returned values of 44-56. It was also noted that the patient had fallen three weeks ago and at the time of the report had pain near the implant site, legs, and buttocks. X-rays were taken and it was thought that the device may have moved, but it was not certain. The patient was reported as being able to successfully charge the ins one week ago and had last felt stimulation on the tuesday prior to this report. Additional information received reported that the manufacturer representative had ¿tried 2 por¿s (power on reset) and neither worked.¿ it was unclear if por was supposed to refer to pmr. It was noted that the patient would be receiving a new primary cell device. Additional information received reported that the patient was scheduled to receive a new ins on (B)(6) 2013.

Manufacturer narrative:
Final analysis results for the stimulator revealed no significant anomalies. The battery had reduced capacity to due overdischarge.